Manufacturer narrative:
Lot number provided did not show expiration date or manufacturer date.

Event description:
Information was received indicating that a patient with a smiths medical deltec® port-a-cath®ii was found to have an infection at the port site. Subsequently, it was required to explant the port and replace it with a new one. No further adverse effects were reported.